Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 26-oct-2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had tsh api failure. Customer reran the samples on a new curve. After repeat, all pt results are in range. Customer documented repeated values and changes in lab procedure. No further action required. The probable cause of the event was qc was high when she ran the survey.

Event description:
On (B)(6) 2015, a customer reported failed proficiency test (pt) for tsh api with their aia-360 analyzer. Customer report of api tsh pt failure, 3rd event, 3 of 5 out high. Br 40860=0.80/5.6/30.82. Current peer is 0.76/5.4/29.4. Customer recalibrated and checked rates and call for assistance as needed. Review of calibration data, pack lot 68. It turns out this is not the calibration curve/lot that was run with the pt nor is the quality control (qc) data from when pt was run. Customer accepted current curve and run qc to see what current results are. There is a difference in the rates at cal 4, old curve was 43 new curve is 68, same cals. Curve done on 10/20 and repeated but this is not the lot that was running when pt was performed. The customer is unable to run tsh patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting tsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.